Event description:
That during an lar procedure, upon firing the concave side of the reload, no staples came out. This was on the first firing. It stapled on one side but not the other. Case completed with another stapler of same product code. No pt consequence reported.

Manufacturer narrative:
H4: info anticipated, but unavailable at this time. 510(k) number is k040038.